Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue of a e315 scope error was not confirmed; however, water ingress traces at the connector were noted. The following additional findings were also noted: scratched distal end and instrument channel, and white dot on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, despite the treatment of the connectors of their bronchovideoscope with ethanol, the device continues to display an error e216 and produces image cuts during the examination. There were no reports of patient or user harm associated with this event.

Event description:
The reported event occurred during a diagnostic bronchoscopy procedure. The procedure was completed using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and information received from the customer (b3/b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in electrical parts, and resulted in the displayed error message (e216) temporarily. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.